Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user is unable to locate the global find feature on the es server. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09sept2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was not receiving patient profiles. A technical support specialist found that database was on high fragmentation. Technical support specialist dialed into the medstation, ran database maintenance script and trimmed down the size of database to resolve the issue. The system functioned as intended after the technical support specialist repaired the device.